Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches, liver/kidney problems, sinus infections, skin irritation, chest problems, joint inflammation and eye problems. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and internal visual inspection of device were completed by the manufacturer and found dark dust-like contaminant inside the iso port of the rear panel, on the top enclosure, front panel, rear panel, and bottom enclosure. The manufacturer also found an unknown dust contaminant on blower seal and keratin-like substance on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches, liver/kidney problems, sinus infections, skin irritation, chest problems, joint inflammation and eye problems. There was no report of serious patient harm or injury. The patient. Reported to have x-rays and a heart stress test. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.